Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6), 2008. She has experienced permanent disability, pain, suffering, and elevated cobalt and chromium levels. There is not mention of revision surgery.

Event description:
Patient was implanted with a depuy asr hip implant on her left side on or about (B)(6), 2008. She has experienced permanent disability, pain, suffering, and elevated cobalt and chromium levels. There is not mention of revision surgery. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
UDI: (B)(4)

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.